Manufacturer narrative:
After battery installation the unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. No cracks were noted at the casing per visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had been skiing when they fell on top of the insulin pump; the incident caused a large crack on the device. No further details were provided. The insulin pump was returned for analysis.